Manufacturer narrative:
A ge service representative performed an onsite investigation. The malfunction was verified. Replaced the collimator interface assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system displayed a "collimator error" during boot up. Customer continues to use the system without fluors. There was no report of pt injury.